Manufacturer narrative:
Combination product: yes neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment. The physician intended to treat a mildly calcified lesion (100 percent stenosis degree, vessel reference diameter 2.5 mm, lesion length 18 mm) in a mildly tortuous part of the distal lcx. It is noted that there was an older stent more proximal to the lesion with a mild-moderate in-stent restenosis. After pre-dilation with a 2.0 x 12 mm balloon and subsequent thrombectomy, the complaint instrument was introduced and advanced towards the target lesion in the distal lcx but could not cross the previously implanted stent in the mid lcx. The complaint instrument was withdrawn. However, after withdrawal of the complaint instrument it was noticed that the stent had dislodged from the balloon. The dislodged stent was located in the proximal lcx where it was adapted to the vessel wall with a 3.5 x 12 mm nc balloon.